Event description:
The customer reported that there was an issue with the collimator of the 9600 system. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. Complete image alignment was performed. The system was tested and operates as intended.